Event description:
It was reported that there was power on reset. Follow up information was received and indicated that the device was interrogated and power on reset (por) was cleared. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were two pors (power on resets) for write to locked (B)(4), addr=124d, data=0c on (B)(6) 2012. There was one patient alert for the pors on (B)(6) 2012.